Manufacturer narrative:
Results: only the safety device was received, activated completely with the stylet bent in 2 parts. The product is tested in final assembly by pull test (manual activation). No equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6302621. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode because the safety device was received activated completely. By the conditions of the sample (activated device) we cannot to determinate if the activation was made correctly according to IFU (B)(4). Based on investigation results to date, root cause for manufacturing process cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter contact information not provided a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after inserting the IV and upon removal of the needle from the catheter, the needle of the 22 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system failed to function properly and left the needle exposed. The user was eventually able to activate the safety mechanism but with considerable force.